Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial (ra) lead was dislodged which resulted in a decreased of p-wave amplitude and a high capture threshold. The lead dislodgement also caused the ra lead to over-sense the right ventricular paced beats, resulting in inappropriate mode switch. During the ra lead revision procedure, it was also noted that the hex wrench was unable to insert into the set screw of the pacemaker which led to in failure to remove the right ventricular (rv) lead and ra lead from the header of the pacemaker. The lead dislodgement was confirmed via fluoroscopy and chest x-ray. Both the leads and pacemaker were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to remove from the header was not confirmed. As received, a complete lead was returned for analysis. Dimensional analysis found the connector pin, connector ring, sealing ring region and the connector boot were within specification. Lead insertion and removal test was performed with no restrictions noted. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage found is consistent with procedural damage.